Event description:
The customer was in an auto accident due to low blood glucose levels, and was then hospitalized. Troubleshooting was performed. The basal settings on the insulin pump were set too high for the customer's needs.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.